Event description:
Philips received a complaint that the mx40 1.4 ghz smart hopping device had a speaker malfunction and no sound was coming from the device. The device was not in use on a patient. There was no report of patient or user harm. Diagnostic/functional testing was performed at the philips authorized repair facility. It was confirmed that the speaker had no sound. The speaker was replaced and was operational after repairs were completed and the device was returned to the customer.

Manufacturer narrative:
D4 data correction to device identifier product UDI.